Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the leadless implantable pulse generator (ipg) exhibited gradually increasing thresholds and premature battery depletion. The leadless ipg was turned off and replaced by a transvenous ipg system. No patient complications have been reported asa result of this event.